Manufacturer narrative:
Device not returned.

Event description:
On (B)(6) 2013, urologix, inc. Regional sales director (rsd) reported receiving information during a conversation with a physician that a patient had presented with a burn on his scrotum and the base of his penis following his microwave treatment. No additional information was provided to the rsd at that time. Since the event was initially reported, urologix has attempted contact with the physician to obtain additional investigational information more than 12 times with no success. Urologix will continue to contact the physician office and will submit supplements to the initial MDR as information can be obtained.

Event description:
On (B)(6) 2013, urologix, inc. Regional sales director (rsd) reported receiving information during a conversation with a physician that a patient had presented with a burn on his scrotum and the base of his penis following his microwave treatment. No additional information was provided to the rsd at that time. Since the event was initially reported, urologix has attempted contact with the physician to obtain additional investigational information more than 12 times with no success. Urologix will continue to contact the physician office and will submit supplements to the initial MDR as information can be obtained.

Manufacturer narrative:
Urologix originally reported: on (B)(6) 2013, urologix inc. Regional sales director (rsd) reported receiving information during a conversation with a physician that a patient had presented with a burn on his scrotum and the base of his penis following his microwave treatment. No additional information was provided to the rsd at that time. Prior to filing the MDR, urologix unsuccessfully attempted to contact the physician on numerous occasions to obtain additional investigational information. After filing the MDR, urologix continued attempting to contact the physician. Urologix was successful in contacting the president of the practice. The president said he was hopeful that the patient would be ok and that he is under the care of a specialist. The president provided no further information. A chronology of physician contact attempts is provided. The treatment device was never returned to urologix for evaluation.